Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 17 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2020-00245 but should be included under this report. - 18 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 16 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 15 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 15 devices were found to be affected by corrosion. 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 18 previously reported events are included in this follow-up record. Product return status 18 devices were received. Event confirmation status 16 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 16 devices were found to be affected by corrosion. 2 devices had no problem found.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 18 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status: 5 devices were received. 12 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by corrosion. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 17 events had no patient involvement; no patient impact.